Manufacturer narrative:
(B)(4). (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported scratch/pit on the cone (lens) issue for both eyes (ou) with an intralase patient interface (pi) after the patient was applanated. It was reported that the procedure was completed successfully by switching out the pi. There was no procedure loss reported. There was no patient injury reported and no surgical intervention was required. This report is for the second eye. Another report is being submitted for the first eye.

Manufacturer narrative:
Additional information:through follow up, the customer stated that the problem was not scratch/pit on the cone (lens) of the pi, that the actual issue was that when they opened and took out the pi from package, the pi was opaque/dirty looking as though it had been used.all pertinent information available to abbott medical optics has been submitted.